Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedances and thresholds. It was noted that the lead integrity alert was sounding every four hours as designed to alert the patient, however that was causing the patient some stress. Additionally, it was noted that the impedances and thresholds have had a steady climb over the past few months. The lead was capped and replaced. No patient complications have been reported as a result of this event.